Event description:
It was reported that the white twist clamp separated from the main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set has been in use for five months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the twist clamp and main body possibly caused by broken occluder feet beneath the twist clamp. The reported condition was verified. The cause of the broken occluder feet could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.